Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on 2016-sep-22. The company representative was made aware of the volume discrepancies on (B)(6) 2016. The patient was scheduled for a catheter dye study at that time for (B)(6) 2016. The patient¿s catheter dye study showed no issues with the catheter. The patient reported no known symptoms from the volume discrepancies. No action has been taken at the time of report other than to check volume at the next refill. The cause of the volume discrepancies has not been determined.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was unknown. It was reported that there was a volume discrepancy at a refill on (B)(6) 2016 where the hcp aspirated a 50% difference in volume. At the next refill on (B)(6) 2016 the hcp aspirated 4ml more than expected. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.